Event description:
The reporter indicated that a 13.2mm vticm5_13.2 -14.50/2.5/069 (sphere/cylinder/axis) implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2022 as a replacement lens. For status of the eye (signs/symptoms) the reporter stated " os still a bit sore". Per updated information patient is happy with vision and soreness has resolved.

Manufacturer narrative:
(B)(4). Claim#: (B)(4).

Manufacturer narrative:
Additional data: b5: "the reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens of diopter -14.50/2.5/069 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2022 as a replacement lens. The patient experienced eye soreness. The lens remains implanted and the problem was resolved. Reportedly "she is happy with her vision. Soreness has resolved". Claim#: (B)(4).